Event description:
It was reported that intermittent ventricular capture was observed. During moments of non-capture, the patient experienced pvcs via review of egms. Autocapture was disabled. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.